Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp)had an autofill failure. There was no patient involvement reported .

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the unit and observed bit of water molecules inside the blood tubing & purge assembly is intermittently functioning. Fse removed moisture from the tubing, reconnected purge assembly connection & other connections on solenoid driver pcb. Checked system performance on iabp trainer & balloon, for approx. 2 hrs, re-checked performance with multiple system reboots, no issue observed. Tested system for another 2 hrs no issue observed, system working satisfactorily and was returned to the customer.

Event description:
N/a.